Event description:
It was reported that during the index procedure for treating an abdominal aortic aneurysm, the delivery of the stent graft etlw1620 c199ee endur ii limb was found to be cracked upon opening, specifically at the distal grey part. The patient was being treated for an aneurysm measuring 98mm. The healthcare professional indicated that the issue appeared to be related to the transportation of the device, although the box was in good condition, making it difficult to determine the exact cause of the breakage. The patient received treatment with an alternate endurant stent graft, and the procedure was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Photo evaluation summary: 5 still images were received for analysis. Images depict an endurant device in a packaging tray. The handle has broken in 2 places at the screw gear. An image of the shelf carton and label was also provided. Labelling information matches that reported in the complaint file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product device review the external slider was in the home position on receipt of the device. A break was evident to the screw gear, with deformation evident at the break site. A kink was evident to the hypotube at the break site. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that the device was sealed in its original packaging and did not come in contact with the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.